Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy and therapy was exhausted, there have been several inappropriate therapy episodes. This ICD remains in service. No additional adverse patient effects were reported.